Manufacturer narrative:
It is unknown when the event occurred. 510k: this report is for an unknown number of unknown screws plate - unknown lot; unknown part. UDI number is unknown. Device remained in the patient. Complainant part has not been returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent two incision and drainage procedures on (B)(6) 2017 and (B)(6) 2018 due to infection. The unknown plate(s) and unknown quantity of screws from the small fragment set were originally implanted on an unknown date during an open reduction internal fixation (orif) of the forearm. The infection was discovered on an unknown date postoperatively. The incision and drainage procedures were successfully completed with good patient outcome. The devices remain implanted. This complaint involves two (2) devices. This report is for an unknown number of unknown screws. This is report 2 of 2 for (B)(4).